Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.

Event description:
The customer reported a motor error alarm during the rewind process. The customer stated that the insulin pump was exposed to an xray about four months ago. Troubleshooting was not possible due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.